Manufacturer narrative:
On 4-sep-2025, the date of manufacture date was received. Field h4. Device manufacture date has been populated. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed reddish material, presumably blood from the procedure in the valve area, additionally the shaft was severely bent. A backpressure test was performed, and water leakage was observed coming from inside the handle area. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was dissected, and it was confirmed that the water leakage was coming from the puller wire proximal exit, damage to the device shaft could break the liner or lumen, then allow leakage that would come out around the device pull wire exits. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the stress marks found on the valve and the leakage caused by the broken shaft as this issues could be related to the reported event. The potential cause of the valve and broken shaft issues could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the bent shaft condition could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the stress marks and blood observed in the valve area. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the hemostatic valve was drawing in air. It was reported that during flushing, after catheter placement, the hemostatic valve of the sheath was damaged. When applying negative pressure, air was drawn continuously. The issue was resolved by replacing the sheath with another new one. The procedure was continued. There was no patient consequence. It was unknown if the valve itself dislodged into the hub or outside of the hub.

Manufacturer narrative:
On 20-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).